Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed that the output of the flowmeter did not match the slow set point on the electronic patient gas system (epgs). He set the epgs flow rate at two liters per minute (l/min) and the external flowmeter was reading 0.73 l/min. When set to five l/min the external flowmeter would read 1.63 l/min and when set at seven l/min the external flowmeter would read 2.58 l/min. Per the srt, when the flow set point was set to 5.02 l/min the external flowmeter would read 1.79 l/min. When the set point was at 7.00 l/min the external flowmeter was reading 2.50 l/min and when set to 2.00 the external flowmeter was reading 0.72 l/min. After recalibrating the epgs, the srt was getting the same results. He replaced the flowmeter. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the flowmeter had erroneous readings. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. Per supplier evaluation, mass flow readings significantly higher than flow standard. Upon examination, absolute pressure found to be reading 38.4 pounds per square inch absolute (psia) at atmosphere (13.6b psia at time of test); this value was device maximum pressure reading. Analysis of absolute pressure sensor signal output values confirms this reading, with current sensor output value of 65428 compared to value of 30433 at factory inspection. This high pressure value essentially multiplies the volumetric flow reading of the sensor by 2.6-2.8 times (depending on absolute pressure).  The supplier examined the sensor and discovered that the sensor lead attached to board header had become dislodged and was no longer connected to the main board. When the lead was reattached, the flow meter read flow correctly and was within tolerance at all points. Upon investigation of solder it was evident that soldering contained many defects. This presence of defects is due in large to a pin oxidation issue which increases the likelihood of a cold solder joint.  If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.